Event description:
It was reported that the luer lock became disconnected. Customer had elevated blood glucose levels (300 mg/dl). Customer reconnected luer lock and was able to successfully resume insulin delivery.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.